Event description:
The user facility reported that the device leaked during a procedure. There was no patient impact, no significant procedure delays, no medical intervention, and no adverse consequences.